Event description:
The manufacturer became aware of a literature published by the ¿clinic of hand surgery, gentofte hospital, university of copenhagen, denmark¿. The title of this report is ¿wear particles and osteolysis in patients with total wrist arthroplasty¿, published on september 14, 2014, and can be found at http://dx.doi.org/10.1016/j.jhsa.2014.07.046. The report is associated with the stryker ¿remotion total wrist system¿ and includes an analysis of the clinical data that was collected on 13 patients. The cases in this study range from september 2003 and april 2010. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 3 patients experienced subsidence of the carpal component.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿clinic of hand surgery, gentofte hospital, university of copenhagen, denmark¿. The article can be found at http://dx.doi.org/10.1016/j.jhsa.2014.07.046. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.